Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument grip cable was frayed at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis did not exhibit any wear. Other cables at the wrist were not damaged. Additional observations during failure analysis also found: the instrument grip cable was derailed at the distal idler pulley. The grip cable was seated on the outermost pulley and cable was exposed on the outside of the pulley. The yaw motion was non-intuitive as a result. The instruments distal end of the main tube had various scratch marks with light material removed. The scratches are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed grip cable and/or main tube scratches were to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci surgical procedure, the progasp forceps instrument had a broken cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.